Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient revised for pain.

Manufacturer narrative:
Examination of the submitted tibial insert revealed anticipated wear for a polyethylene knee device implanted for approximately fourteen years. The investigation did not find any evidence indicating product failure or product error as a contributing factor to the reported patient pain. No conclusions could be drawn about the root cause of the patient pain. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.